Manufacturer narrative:
(B)(4). The end user caught her middle fingers between the door frame and arms of the wheelchair and had to have both middle finders amputated.

Event description:
The right and left arm assemblies were allegedly rotated outwards.